Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient needed 2 surgeries when the replacement implantable neurostimulator (ins) was implanted on (B)(6) 2016 because they bled during recovery and the health care provider (hcp) had to go back in and stop the bleeding. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.